Manufacturer narrative:
(B)(6) 2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to have white residue on it. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k062195.

Manufacturer narrative:
Follow up # 1/supplemental report text-02/02/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display is cloudy with white residue. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's son contacted lifescan (lfs) alleging the patient's onetouch ultra meter has a "cloudy and melted" display. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the son for follow-up questions on (B)(6) 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient's son reported the alleged issue began at an unknown date and time prior to contacting lfs. The son informed the cca that the patient manages her diabetes with insulin. At the time of the alleged issue, the son stated the patient denied taking any action regarding her diabetes management regimen. It is not known if the patient was able to test due to the alleged issue. At an unknown date and time, the son indicated the patient developed symptoms of slurred speech, dizziness, was feeling incoherent, and was unable to walk after the alleged issue began. On the morning of (B)(6) 2011 at 6:30am, the son stated the patient was admitted to the emergency room (ER). At the time of the ER, the son stated the patient was treated; however is it unclear in the documentation what type of treatment the patient received. The son reported the patient was tested by the ER/hospital meter and obtained a result of "42 mg/dl" meter. At the time of troubleshooting, the cca noted the patient had used the subject meter before and that there was no misused of the meter. Replacement products were sent to the patient. It is not known whether the patient was able to test on the subject meter at the time of the alleged issue. Therefore, this complaint is being reported because the patient's son claims the patient was unable to test her blood glucose due to the reported issue and reportedly received hcp treatment after the alleged meter issue began.